Event description:
During a follow-up in clinic, noise episodes and decreased pacing lead impedance were noted on the right ventricular (rv) lead. X-ray imaging revealed insulation damage on the distal end of the lead. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: the reported field observations of noise, low impedance and insulation damage were confirmed. Visual inspection of the lead revealed an external insulation abrasion breaching the outer insulation and fracturing all five filers of the outer coil, consistent with lead friction to another device or patient anatomy. The inner insulation was also damaged and the inner coil was exposed at this location. The cause of the reported field events were due to the outer and inner insulation lead damage.